Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿safety and efficacy of cryoablation in patients with ventricular arrhythmias originating from the para-hisian region.¿ j am coll cardiol ep 2018;4:366¿73. Https://doi.org/10.1016/j.jacep.2017.12.013. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complication while using a cryoablation catheter: one (1) patient experienced complete heart block during the procedure which necessitated a permanent pacemaker implantation. The status/location of the catheter is unknown. No further information is available. No further patient complications have been reported as a result of this event.